Manufacturer narrative:
It was reported that the patient underwent an oncological colorectal procedure. The suture was placed continuous with square knot at one end and then again after 2-layer closure. The physician opined that the patient was an oncological case with a diseased condition overall and the case was complicated. The patient current status is released.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent abdomino-peritoneal procedure on (B)(6) 2015 and suture was used on the fascia. One day post-operatively, while being admitted the patient complained that the wound had a dehisence. The patient underwent re-operation and the surgeon opined that the suture was torn in the middle, not in the knots. The surgeon performed povh with mesh. It was reported that the patient is still hospitalized as part of regular hospitalization and feels ok. The surgeon opined that the patient should be discharged within a few days. Additional information has been requested.